Event description:
The patient had a ddd pacemaker inserted in november, 1990. The brand inserted was found to have defects in a few of the units, and according to the physician did not need mandatory replacement, only close monitoring. This patient's last md check was 3/27/92. On 4/25/92 the patient noted a heart rate of thirty and presented to an emergency room. He was transferred to our facility where a removal of this pacemaker was done 4/27/92. The pacemaker was given to the telectronic representative at time of removaldevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.